Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1805296, medical device expiration date: 2023-04-30, device manufacture date: 2018-05-11. Medical device lot #: 1806298, medical device expiration date: 2023-05-31, device manufacture date: 2018-06-15. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that brown foreign matter was noticed floating in the bd plastipak¿ syringe. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: two-hundred sealed samples for lot number 1805296 and two picture samples for lot number 1806298 were received for evaluation by our quality engineer. Upon visual inspection of the two pictures, black foreign matter was observed inside of the syringe tip for the product belonging to lot number 1806298. Through visual inspection of the two-hundred physical samples received for lot number 1805296, the same black foreign matter was observed inside the syringe tips of fourteen samples. Through magnified inspection, the foreign matter was determined to be ink from the marking process. A device history record review did not reveal any quality issues during the production of either reported lot number that could have contributed to the observed foreign matter. Equipment within the manufacturing line is regularly cleaned according to procedure and final products are subjected to thorough visual and functional inspections. Although no documented issues were identified during the production of the provided lot numbers, the root cause has been determined as a failure in the marking machine during the manufacturing process. Based on the preventive measures in place and the current inspection plan, this is believed to be an isolated incident with an unlikely recurrence.

Event description:
It was reported that brown foreign matter was noticed floating in the bd plastipak¿ syringe. There was no report of exposure, injury, or medical intervention.